Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 3058 ipg, 3889-33 lead, implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient every three months when I raise my hand over my head there is the magnet beep. I have no magnets near my defibrillator. We have told the doctor, he said it's just a magnet. The field representative came and checked it and did not see anything. We have the cardiac resynchronization therapy defibrillator (crt-d) turned off because of atrial fibrillation (af) and it kept shocking so the doctor said we cannot have that, so they turned it off." The patient was referred back to the physician. The crt-d remains in use.